Event description:
The facility had stated that upon opening the package for the intraocular lens model aa4203tl, they noted one of the corners of the lens was bent up. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
The lens tray was returned but the intraocular lens was not returned for inspection. The work order and manufacturing records for this lens was examined. No similar complaints were found within the work order and no deviations were present that would have caused or contributed to the event. No conclusion can be drawn as the intraocular lens was not returned for evaluation.